Event description:
2 devices misfired during a diagnostic laparoscopy. It was reported that a "pop" sound was heard as the surgeon attempted to fire both devices. This happened with the second reload on both devices. The devices did not staple. There was no patient consequence; the procedure was completed with a third device.